Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient went into vt and the device attempted to deliver therapy but was aborted. A transmission sent via merlin.net showed the therapy failed due to circuit damage. The device was explanted.